Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on generator was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system locked up. There is no report of death or serious injury.